Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. There was no reported impact to the customer¿s blood glucose level. Technical support requested the customer to call back to further troubleshoot if the issue recurred, but as the customer did not call back, the case was closed with no additional information received.